Event description:
(B)(4). I got pregnant and had a miscarriage that required medical intervention. I have chronic fatigue, especially around my menstrual cycle. I also have difficulty with back, neck and leg movement. I am now awaiting a hysterectomy to remove coils because they are not in the correct position and my side effects are consistent with my body rejecting the devices.

Event description:
(B)(4). I had a vaginal hysterectomy (B)(6) 2016 which included the removal of my cervix, uterus and fallopian tubes. Pelvic, leg, arm, neck and back pain eliminated. Chronic fatigue significantly reduced as noted by reduction in daily naps and reduction in caffeine intake.